Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments all over my uterus'), embedded device ('fragments from prior removal embedded') and device expulsion ('migrated to my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of device removal ("complication from hysterectomy-vestiovaginal fistula") and urogenital fistula ("vestiovaginal fistula"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, complication of device removal and urogenital fistula outcome was unknown. The reporter considered complication of device removal, device breakage, device expulsion, embedded device and urogenital fistula to be related to essure. The reporter commented: (B)(6) 2014- repaired twisted tubes (B)(6) 2015- fallopian tube removal (B)(6) 2015- hysterectomy (B)(6) 2015- repair complications from hysterectomy. Concerning the injuries reported in this case, the following ones were reported via social media :device breakage, device expulsion and embedded device, complicaton from device removal , vaginal fistula. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. On 6-apr-2020: social media received. Reporter added. Fu 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments all over my uterus'), embedded device ('fragments from prior removal embedded') and device expulsion ('migrated to my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of device removal ("complication from hysterectomy-vestiovaginal fistula") and vaginal fistula ("vestiovaginal fistula"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, complication of device removal and vaginal fistula outcome was unknown. The reporter considered complication of device removal, device breakage, device expulsion, embedded device and vaginal fistula to be related to essure. The reporter commented: (B)(6) 2014 repaired twisted tubes. (B)(6) 2015 fallopian tube removal. (B)(6) 2015 hysterectomy. (B)(6) 2015 repair complications from hysterectomy concerning the injuries reported in this case, the following ones were reported via social media: device breakage, device expulsion and embedded device, complication from device removal, vaginal fistula. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 2,3, 4 processed together. Social media content received: case category updated to serious incident. Case became valid. Reporter added. Event ¿ adverse event¿ was replaced with events given in the sd. Events added- device breakage, device expulsion. On 20-mar-2020: fu 2,3, 4 processed together. Social media content received: removal date added. Reporter added. Events added- embedded device. On 20-mar-2020: fu 2,3, 4 processed together. Social media content received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.